Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2015 with the following findings: a review of the downloaded pump history file revealed cs 052/054/012 call service alarms. During testing, the pump powered on with audible tones and vibration; however, the display screen remained blank. The complaint was duplicated. The download history revealed that the blank screen was caused by a failed slave processor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.